Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded display board. No button error alarm could be verified due to the unresponsive buttons. The insulin pump had corroded keypad traces, minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Event description:
The customer reported a button error. The blood glucose reading was 150 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.